Event description:
Per the user facility, a recent c-section came up with only 26ml of blood loss in the canister. The patient had a total qbl 619ml but only 26ml displayed on the canister. The procedure was completed successfully with the same device without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: d9, h3, h6. Correction: follow-up report submitted to document the device log files were not available for evaluation.

Event description:
Per the user facility, a recent c-section came up with only 26ml of blood loss in the canister. The patient had a total qbl 619ml but only 26ml displayed on the canister. The procedure was completed successfully with the same device without a clinically significant delay; no medical intervention or adverse consequences were reported.